Event description:
It is reported that a portion of the clip fractured off.

Manufacturer narrative:
Evaluation summary: breakage might have been caused due to application of high bending forces during its use. Cause cannot be definitively determined. Evaluation: as returned, a small portion of the device has fractured. The device has a potential field age of approximately 3 months. The device meets print specifications where measured. Device history records indicate all components were manufactured and inspected to specification.